Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects present in the nozzle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: foreign objects are present in the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Ric reviewed DHR of the device, confirmed that the device was shipped in accordance with its specifications. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.